Manufacturer narrative:
On (B)(6) 2020, mentor received additional information regarding the replacement device. The complaint device was found to be a non-mentor device upon receipt, and the device was sent back to the sender. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with an unspecified mentor saline breast implant and experienced postoperative right-sided deflation. The patient had a consultation on (B)(6) 2020, and the diagnosis was confirmed via visual examination. As a result, the patient underwent removal and replacement with a 500cc mentor memorygel breast implant (left catalog #: 3505004bc, left serial #: (B)(4)) and a 550cc mentor memorygel breast implant (right catalog #: 3505504bc, right serial #: (B)(4)) on (B)(6) 2020. The date of implantation was estimated as (B)(6) 2006 based on available information.